Event description:
It was reported that during during service by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) units safety disk is not passing membrane leak test. There was no patient involvement.

Manufacturer narrative:
E1 (initial reporter and event site email), e2, e3, e4 , g2, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. The fse that encountered the issue replaced the safety disk. The unit passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use. The removed safety disk was returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing dept. Received the safety disk with a reported unit failure of safety disk didn't pass the membrane leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The failure analysis and testing dept. Performed the all manifold test. After the testing was completed, the membrane leak test passed with a result of 5mmhg. The factory specification is +-6mmhg. The safety disk passed testing. Retaining the safety disk in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units safety disk is not passing membrane leak test.